Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, tenaculum forceps (tf) instrument cable was found to be broken while opening the tip. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. There was no issue related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.